Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 45 months ago. Aneurysm and vessel morphology at the time of implant are unk. It was currently reported that at the time of implant, the stent graft was placed lower then intended and an aortic cuff was implanted proximally. The current vessel morphology was reported as 20 degree anterior aortic neck angulation, the aortic neck is 20 mm in diameter at the renal artery, 15 mm below the renal arteries 25 mm in diameter, and the aortic neck is shaped in a reverse funnel. There is disease progression with aortic neck dilatation. Currently the aneurysm is 5.8 cm in diameter. It was reported that a recent CT demonstrated that the aortic cuff and the bifurcated stent graft have migrated together 20 mm distally resulting in a type I endoleak. (MFR#2953200-2010-01898). The physician treated the pt with a 30 talent aortic cuff and the stent graft migration and the endoleak were resolved. No additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: migration, endoleak. Results/conclusion: disease progression with aortic neck dilatation.